Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the lot was manufactured from september 19, 2019 - september 23, 2019. H10: two (2) actual samples were received for evaluation. Visual inspection was performed and revealed reddish-brown particles embedded in the material of the tubing line. The particle was subsequently identified to be polyvinylchloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. The reported condition was verified. The cause of the condition was found to be a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported thirteen (13) large volume infusors appeared to have particulate matter on the tubing. The event occurred "during admixing". There was no patient involvement. No additional information is available.